Manufacturer narrative:
Investigation summary: DHR, maintenance record analysis and quality notification analysis were reviewed and no deviation was found for this batch. No samples was sent by the customer, only a picture was received and it was not possible to confirm the complaint. The manufacturing process are validated with defined acceptance criteria. During the assembly process, visual inspection is proceed each 02 hours in one sample size of 50 pieces. In the same way during the packing process, visual inspection is proceed each 02 hours in one sample size of 40 pieces. If some nonconformity is found the batch interval is blocked for analysis. In the sequence the machine is checked its operation and the associates involved informed of the occurrence. Employees wear coats and caps in the manufacturing process, the caps were extended to other areas adjacent to the factory. The place where the assembly process occurs is isolated from the external environment to prevent foreign matter from reaching the product. From this information it is not possible to confirm the complaint. The incident identified by this complaint will be monitored for tendency analysis.

Event description:
It was reported that a small piece of "rubber" from the ampoule was observed inside the "sodium cefazolin" bottle, after the reconstitution while aspirating the drug with the needle 18ga 1in blunt fill sla. The following information was provided by the initial reporter, translated from portuguese to english: "after aspiration using the needle, a small piece of rubber was deposited inside the medicine bottle." There was no damage to the patient/health professional. The customer informed that the needle had cut a piece of the ampoule's rubber that came inside the of the ampoule. The event occurred during the aspiration of the drug after the reconstitution. The drug used was sodium cefazolin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a small piece of "rubber" from the ampoule was observed inside the "sodium cefazolin" bottle, after the reconstitution while aspirating the drug with the needle 18ga 1in blunt fill sla. The following information was provided by the initial reporter, translated from portuguese to english: "after aspiration using the needle, a small piece of rubber was deposited inside the medicine bottle." There was no damage to the patient/health professional. The customer informed that the needle had cut a piece of the ampoule's rubber that came inside the of the ampoule. The event occurred during the aspiration of the drug after the reconstitution. The drug used was sodium cefazolin.